Event description:
The complaint received states that during use presidio 18 cerecyte microcoil 15 mm x 50 cm (pc418155030 / f31955) the hub separated from the dpu. In preparation the hub was manipulated with and the hub broke off. There is no report of injury for the patient.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use presidio 18 cerecyte microcoil 15 mm x 50 cm (pc418155030 / f31955) the hub separated from the dpu. In preparation the hub was manipulated with and the hub broke off. There is no report of injury for the patient. The fracture was found to have been ductile in nature. No material defects were found to the severed ends. Both ends were found to have been bent. Therefore; the most likely root cause of the hub separating from the device positioning unit (dpu) was due to external force. The circumstances of how this damage occurred cannot be determined. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿grasp the base of the dpu¿s hub connector; and gently slide it completely out of the retaining clip. Be sure to keep the hub connector inline with the retaining clip until the entire connector is out. Gently grasp the dpu wire hub and slowly pull the entire microcoil system from the packing hoop. Do not bend the dpu wire as the device is pulled from the packing hoop as this may result in damage to the device.¿ the complaint was confirmed on analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that device handling factors may have contributed to the confirmed failure.